Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The 1104bt intracranial pressure / temperature monitoring kit stopped measuring temperature after a few hours. A revision was required. There was no patient injury involved with this event.